Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found two nonconformances. However, the nonconformances were identified as cosmetic issues and product was reworked or replaced then approved for use. The DHR anomalies are not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including an ipg and paddle lead on (B)(6) 2010. It was reported that the pt felt the stimulation increase in strength when he pressed on his ipg site. Diagnostic impedance readings measured low on all lead contacts. The pt reported no falls or other trauma to the scs system. It was reported that reprogramming session appeared to improve the issue. The pt was scheduled to meet with his physician; this appointment date was known. No further info is available.